Event description:
It was reported that the footswitch cable is defective. The sales rep. Did not have any other info about case but states that a second cable was used to complete procedure. No pt consequence reported.